Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. It was reported that the display "will randomly go black, come back 15 minutes later and then go blank again". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: during investigation, the pump was powered on to a lit legible display. The original complaint could not be duplicated. Unrelated to the original complaint, a crack in the battery compartment was found from the case seal to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.